Event description:
Three balloons ruptured on the first inflation at eight atmospheres during a subclavian vein dilatation of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices have not been received for evaluation. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in an extremely calcified lesion which co believes contributed to this event and does not attribute it to the devices. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balllon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."